Manufacturer narrative:
An event of leak on delivery system was reported. The reported fracture was determined to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications.

Event description:
N/a.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 4f amplatzer torqvue lp was selected for use. During device preparation, when using the y-valve of the delivery system, "a crack was observed at one end of the connection, which made it impossible to maintain the system's seal." The continuous drip was observed "near the y-connector", but the amount of leakage was estimated to be less than 200ml. No parts of the delivery system were observed to be damaged and the system was inspected prior to use. The extension was removed and the procedure was completed. The patient was reported to be in stable condition.